Event description:
Healthcare professional reported a xen®45 gts event described as "when sliding it's not soft and it gets caught, so the implant breaks" during implantation in right eye. Surgery was completed with a back-up device. No eye injury reported.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Device analysis: the xen gel stent was not returned. To evaluate device functionality, the injector was tested for actuation. The slider knob was able to slide the full distance of the travel length in each of the three bevel selector positions. The functional testing showed that the pusher rod which pushes the gel stent out of the needle performed correctly, and the needle moved in tandem with the slider knob. The needle was fully extended as the slider knob was at the start position, and the needle retracted properly as the slider knob was advanced to the end of the travel distance. Clicks were heard. Since the slider knob was able to slide the full distance of the travel length of each of the three bevel selector positions and since resistance was not observed, the expected condition was met. The reported complaint of slider resistance is not confirmed since the slider knob was able to slide the full distance of the travel length of each of the three bevel selector positions and since resistance was not observed during functional testing of the injector. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported a xen®45 gts event described as "when sliding it's not soft and it gets caught, so the implant breaks" during implantation in right eye. Surgery was completed with a back-up device. No eye injury reported.